Event description:
Reporter states customer reported low blood glucose symptoms with blood glucose result of 320 mg/dl obtained on the advantage system. Paramedics arrived, and result of 42 mg/dl was obtained on the paramedic's meter 15 minutes after result of 320 mg/dl. Customer was treated with glucose IV and orange juice, and was taken to the hospital. Requested return of suspect device; however, the customer no longer has the test strips; replacement was sent.